Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('intense cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hot flush ("hot flashes since essure procedure") and night sweats ("night sweats since essure procedure"). On an unknown date, the patient experienced pain in extremity ("shooting pain down inner thighs"), abdominal discomfort ("strong burning and pressure like a balloon in abdomen going to explode"), the first episode of pelvic pain ("pelvic pain like pelvic bone is bruised"), amenorrhoea ("no period since procedure"), premenstrual syndrome ("extreme pms") with back pain, headache, mood swings and food craving, breast tenderness ("breast tenderness comes and goes"), breast discomfort ("breast fullness/ firmness"), breast mass ("breast lumps that disappear after a few days"), breast pain ("sharp stabbing pains in breasts"), the second episode of pelvic pain ("stabbing pains where the coils are"), dizziness ("feels like going to faint") and nausea ("waves of nausea"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the abdominal pain lower, pain in extremity, abdominal discomfort, amenorrhoea, premenstrual syndrome, hot flush, night sweats, breast tenderness, breast discomfort, breast mass, breast pain, the last episode of pelvic pain, dizziness and nausea outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, amenorrhoea, breast discomfort, breast mass, breast pain, breast tenderness, dizziness, hot flush, nausea, night sweats, pain in extremity, premenstrual syndrome, the first episode of pelvic pain and the second episode of pelvic pain with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received reporter information and surgery information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('intense cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hot flush ("hot flashes since essure procedure") and night sweats ("night sweats since essure procedure"). On an unknown date, the patient experienced pain in extremity ("shooting pain down inner thighs"), abdominal discomfort ("strong burning and pressure like a balloon in abdomen going to explode"), the first episode of pelvic pain ("pelvic pain like pelvic bone is bruised"), amenorrhoea ("no period since procedure"), premenstrual syndrome ("extreme pms") with back pain, headache, mood swings and food craving, breast tenderness ("breast tenderness comes and goes"), breast discomfort ("breast fullness/firmness"), breast mass ("breast lumps that disappear after a few days"), breast pain ("sharp stabbing pains in breasts"), the second episode of pelvic pain ("stabbing pains where the coils are"), dizziness ("feels like going to faint") and nausea ("waves of nausea"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the abdominal pain lower, pain in extremity, abdominal discomfort, amenorrhoea, premenstrual syndrome, hot flush, night sweats, breast tenderness, breast discomfort, breast mass, breast pain, the last episode of pelvic pain, dizziness and nausea outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, amenorrhoea, breast discomfort, breast mass, breast pain, breast tenderness, dizziness, hot flush, nausea, night sweats, pain in extremity, premenstrual syndrome, the first episode of pelvic pain and the second episode of pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.